Event description:
It was reported that the atrial lead exhibited low impedance in both bipolar and unipolar configurations. The lead also exhibited undersensing. The patient underwent a maze procedure in the past year. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.